Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem would not charge a battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported (battery charger problem) has been confirmed. Upon receipt the charger was unable to charge a battery pack. The cause for the inability to charge a battery pack was a defective u13 component (8-bit cmos flash micro-controller). The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The pt rec'd a replacement charger/modem.